Manufacturer narrative:
Conclusion: failure to follow instructions (oversizing the stent graft). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 65mm diameter abdominal aortic aneurysm. The terminal aorta was 19mm x 17mm in diameter. The right iliac was 72mm in length, and 31x33.5 mm, 37x37mm and 9mm in diameter from proximal to distal. The left iliac was 78mm in length and 13x12mm, 16x15mm, 21x22mm, 30x27mm, 31.5x31mm, 30x27mm and 9mm in diameter from proximal to distal. It was reported that the patient presented with pain from the buttocks down to the legs. An occlusion was seen in the right limb only. The limb occlusion seemed to have occurred due to implantation of the oversized stent graft system into the narrow and tortuous external iliac artery. An attempt to perform a thrombectomy procedure was performed but it did not work. The treatment was switched to anticoagulant therapy and the patient¿s clinical course will continue to be monitored. The physician stated the cause of the event was due to the oversizing of the stent graft. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.